Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and confirmed the reported problem. As a part of the troubleshooting, the fse reloaded the software from the image processing pc (ip-pc) back-up and performed the configuration settings. After which, the system was returned to working conditions. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not switching on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.